Event description:
It was reported that an alert for deactivated tachy therapies was received via home monitoring. During an in-office follow-up the tachy therapies were activated. Due to low battery charge a replacement was scheduled.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore only based on the returned device data. The returned device data have been analyzed. The analysis revealed that a message box was shown on the programmer screen at interrogation on february 11, 2025, informing about the magnet application and asking whether the anti-tachycardia detection should be disabled. This message box was closed by pressing the button ¿yes¿. Following, the anti-tachycardia therapy functions were disabled and as specified the corresponding home monitoring message was submitted on (B)(6) 2025. The data showed that the anti-tachycardia therapy functions were manually activated again on (B)(6) 2025. There was no indication of a device malfunction.

Event description:
It was reported that an alert for deactivated tachy therapies was received via home monitoring. During an in-office follow-up the tachy therapies were activated. Due to low battery charge a replacement was scheduled.